Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011; inratio: 1.6, 0.9; poc: 3.2. Testing was performed simultaneously; all on new finger sticks using different fingers. Date: (B)(6) 2011; inratio: 4.7; poc: 3.5. Testing was performed simultaneously, all on new finger sticks using different fingers. Pt self tester was born in 2009. A therapeutic range has not yet been designated for this pt.

Manufacturer narrative:
Investigation pending.